Event description:
It was reported by service report that the bed exit/scale function were unavailable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - footboard connector was not properly seated. Conclusion - properly seated the footboard connector.